Event description:
Per provider 2 different parts of the sling ripping at the seams. The parts that are ripping is where the sling attaches to the lift on both sides. The stiches came apart on the r116 and r117 slings.